Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the neuroforamen.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient still had si joint pain following the procedure as well as new leg pain. The surgeon determined that the superior implant may have been impinging on the neuroforamen. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the superior implant and filled the explant hole with bone graft. None of the other implants were removed or adjusted. The status of the patient following the revision surgery is not yet known.